Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation procedure with a 330cc mentor smooth round high profile on both sides and experienced left side capsular contracture; baker grade unknown, and right side breast mass postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).